Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the foot pedal. The system was tested and verified as ready for use. The foot pedal is a scrap item and will not be returned back to isi.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that the auxiliary pedals had malfunctioned when they pulled them out of the drawer for use, with the bipolar pedal sticking and the monopolar pedal displaying an error. They used a third-party generator as an alternate energy source to complete the procedure. The user continued with the procedure as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.